Event description:
It was reported that the patient had experienced nerve stimulation since 2011. The stimulation could not be programmed around. The patient was upgraded to a quadpolar left ventricular pacing lead and system.

Manufacturer narrative:
.